Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Additionally, it was reported that the pump history was missing while the pump was being used. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 205-230 mg/dl.